Manufacturer narrative:
Concomitant medical products: 407652 lead, (B)(6) 2004.

Event description:
It was reported that the patient presented to the emergency room with a heart rate in the thirties. The right ventricular (rv) lead exhibited no capture and high thresholds. Trending data revealed thresholds elevated over time. The lead was initially reprogrammed then, subsequently capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated pacing capture threshold in the right ventricle was rising. If information is provided in the future, a supplemental report will be issued.